Event description:
Poor suction was noted while using the aquasens tubing. A leak was noted between the yellow connectors. The tubing continued to leak even after the connectors were tightened. The tubing was removed from use and replaced with suction tubing. There was poor visualization of the uterine cavity during the procedure while the tubing was leaking. The visualization improved after the leak was fixed. The patient experienced blood loss of approximately 600ml. The patient was packed and admitted for 24 hour observation. Lab work was drawn. The patient did not require a blood transfusion.